Event description:
Related manufacturer reference number: 2938836-2019-03483. It was reported that the patient had twiddler¿s syndrome and the lead was dislodged shortly after the previous implant procedure on (B)(6) 2016. The left ventricular lead was turned off on (B)(6) 2016. Recently, the patient had become more pacemaker dependent. Hence, the physician elected to implant a new lead. The left ventricular lead was capped on (B)(6) 2019 and a new lead was successfully implanted. The implantable cardioverter defibrillator was also explanted and replaced. The patient was stable before, during and post procedure. The patient was discharged next day without any complications.

Manufacturer narrative:
Analysis was normal. No anomalies found.